Manufacturer narrative:
The complaint received states that during an invasive procedure the vista brite catheter was cracked prior to use. There are no patient, vessel or lesion details available. The information received indicated that when the assistant nurse took the vistabrite out of the packaging, she realized that the catheter was broken at the tip, right at the point where the sideholes are. When the assisting nurse took the product out of the package and flushed it and rolled it, she noticed that the curve looked strange. The tip was still attached to the shaft. There was no damage noticed on the device packaging. There was no difficulty experienced removing the product from the packaging. The catheter was flushed according to the IFU. There was no report of injury for the patient. One non sterile unit of vista brite tip gc 7f .078 was received coiled in a plastic bag; kinked condition was detected at the 2nd side hole, at 3.2 cm from distal tip, the catheter was also bent at 7.7 cm from brite tip. No cracked condition or any other anomaly was found during the analysis. See attached pictures. The catheter outer and inner diameter was measured near to the kinked/bent condition against the drawing (B)(4) and the results of outer and inner diameter were within specification. DHR review was not conducted due to lot number was unknown. As additional investigation the guiding catheter manufacturing process was reviewed and there were not tools, equipment or product handling that could cause kinks, bent, compress or other type of damage on the guiding catheters. The complaint reported by the customer "cracked" could not be confirmed due to no cracked condition was defected on catheter. However, kinked condition was found at 2nd side hole of the body/shaft; the cause of this condition could not be conclusively determined during the analysis. Product analysis does not suggest that the reported failure is related to the manufacturing process. Procedural factors, handling and storage process may contribute to the failure as reported. Controls are in place to verify the catheter for cracked condition; the produced catheters are inspected 100 % before leaving the facility. Several inspections are performed through all the guiding catheter assembly process operations. (B)(4). Therefore, no corrective and preventive actions will be taken at this time. The complaint reported by the customer "cracked" could not be confirmed due to no cracked condition was defected on catheter. However, kinked condition was found at 2nd side hole of the body/shaft; the cause of this condition could not be conclusively determined during the analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available.

Manufacturer narrative:
The device was returned for evaluation, however, the analysis is not yet complete. Additional information will be submitted within 30 days from receipt.

Event description:
The information received indicated that when the assistant nurse took the vistabrite out of the packaging, she realized that the catheter was broken at the tip, right at the point where the sideholes are. When the assisting nurse took the product out of the package and flushed it and rolled it, she noticed that the curve looked strange. The tip was still attached to the shaft. There was no damage noticed on the device packaging. There was no difficulty experienced removing the product from the packaging. The catheter was flushed according to the IFU.